Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer accidentally delivered a 5 unit extended bolus. Customer had elevated blood glucose levels (400 mg/dl).